Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump keypad has become unresponsive. The customer's blood glucose was unknown at the time of incident. The customer states the keypad no longer responds on all the buttons. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No button error alarm. However, the insulin pump was received with intermittent button response due to corroded keypad trace. The connector on connector board was locked properly during visual inspection. Passed leak test. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing display window cover.